Manufacturer narrative:
A supplemental MDR is being submitted due to completed engineering evaluation findings. Sections g6 and h2, and conclusions in section h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. Section h10 was updated with reference to the other event reported for this case. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for the balloon leak was unable to be confirmed. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per training manual, calcification is one of the factors that may affect thv deployment characteristics. In this case, it is possible when the balloon was inflated during valve deployment, the tortuosity/calcified deposits in patient's anatomy may have caused the stress concentrations on the balloon and punctured the balloon, resulting in the reported balloon pinhole leakage. As such, available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist, a transfemoral artery transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia valve with -4 ml volume was performed. Post dilation was performed with the same delivery system using nominal volume. After post-dilatation, backflow blood was observed in the inflation device during balloon deflation, and it was determined that a balloon rupture had occurred. After device removal, a pinhole was confirmed near the triple marker of the balloon lumen. An additional post-dilatation was performed using a non-edwards balloon catheter and the procedure was completed. The paravalvular leak (pvl) was mild at this time. There was no central leak. Because the patient had tortuosity in the lower limb, the delivery system was inserted and balloon was positioned by pulling it back from the usual position. It is believed that advancing the device during post-dilation while traction was applied to the balloon contributed to the rupture. There was a resistance when device insertion during post-dilation. It was determined that the rupture did not occur due to interference with annular calcification during post-dilatation. However, the exact timing of the balloon rupture remains unknown. Although the occurrence date was unclear, paravalvular leak (pvl) subsequently worsened to mild-to-moderate, and hemolysis was observed. Drug therapy was administered but did not result in improvement; therefore, post-dilatation was performed at a later date. After post-dilatation, the pvl decreased to trivial.

Manufacturer narrative:
The date of the event is unknown; however, intervention that occurred at a later date was reported to have occurred nov 11, 2025. Therefore, nov 1, 2025 was used as the occurrence date. This is one of two reports being submitted for this case. Investigation is ongoing.